Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with stripped battery cap coin slot, cracked case at display window corners, display window and battery tube threads, scratched lcd window and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 380 mg/dl. The customer treated with a 7 unit bolus from the pump. The customer was not able to clear the button error with the escape and act buttons. The customer stated that the pump was on her bra facing her body. The customer mentioned that the pump was exposed to sweat. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.